Event description:
It was reported that the systems steering handle was damaged making it difficult to steer. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The steering handle was replaced during the service call. The system was tested and found to be working as intended and put back into service.